Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed level sensor. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, there were faulty level sensor and faulty mixing pump in an arctic sun device.